Event description:
It was reported that the patient experienced seizures and had to have her implantable neurostimulator (ins) taken out about 10 years ago; the lead was left in. The patient was put on anti-seizure medication. It was noted that the patient was informed that she was implanted in 2008 and when asked again about when she had it removed the patient could not remember. A manufacturer representative had previously informed the patient that her device and/or lead was 'in the wrong place,' although it was unclear as to which component was relevant to the statement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-30, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: lead, product ID: 3708140, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension, product ID: 3708140, lot#: serial#: (B)(4), implanted: 2008 (B)(6), explanted: product type: extension. (B)(4).